Event description:
Crews responded to an automobile accident, the patient had passed out while driving and struck a building at a very slow speed. The patient was unresponsive, not breathing, with no pulse, pupils fixed and dilated when crew arrived. Defibrillation electrodes and ECG electrodes were attached to the patient. Using the ECG leads the patient was determined to be asystolic. When an attempt was made to pace the patient the device indicated connect cable and use of the device was inhibited. The patient was not resuscitated, the reporter stated the patient's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the patient's viability.